Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and twenty-eight days post a chronic catheter placement, leak was allegedly noted from the exit site and when removed it was noted around the cuff area. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one groshong d/l catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A pinhole was noted on the catheter, underneath the proximal end of the attached tissue cuff. Upon infusion, a leak was observed from the tissue cuff while water exited the distal end of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and the identified catheter hole issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(device) h11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and twenty-eight days post a chronic catheter placement, leak was allegedly noted from the exit site and when removed it was noted around the cuff area. There was no reported patient injury.